Event description:
The customer tested her blood glucose using her contour meter and her breeze2 meter. The contour read 66 mg/dl, while the breeze2 read 234 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.